Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set clamp was not holding under pressure, resulting in fluid backflow into a second medicine bag. There was no report of patient injury or medical intervention associated with this event. There was no report of patient injury or medical intervention associated with this event.